Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition could not confirm the reported cuff miss during the plunger retraction. Inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the posterior cuff was detached from its needle tip during the needle plunger retraction. Posterior cuff detachment from its needle tip would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture and the probable cause was determined to be related to the operational context during use of the device in challenging anatomical conditions. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted in the mildly calcified and mildly tortuous common femoral artery using a proglide device with a 5f sheath after a diagnostic procedure. Reportedly, when the plunger was retracted, a cuff miss occurred. The foot was parked (retracted) and the proglide device was removed. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.